Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that she had high blood glucose of 343 mg/dl. Customer stated that his insulin pump was not working correctly, it was alarming button error. Nothing further was reported.